Event description:
A surgeon reported several patients with anterior tears when he first started to use the femtosecond laser. Add'l info from reporter indicated "he has adapted his technique an dit is not something that happens very often now."

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).